Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05937; 2017865-2020-05939. It was reported that patient presented to a follow up appointment with drainage and a localized pocket infection. The physician believes that it was related to the pacemaker system. The entire pacemaker system was explanted on (B)(6) 2020. Patient condition post-procedure was stable.